Event description:
Resident fell out of merry walker due to front bar releasing. The right side of the locking mechanism of the swing-away arm cracked and broke causing front bar to release allowing resident to fall forward. There was no injury.